Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they went to the emergency room with a friend and they were unable to get the bolus wizard to work correctly. Customer stated that they needed assistance programming the settings completely. Customer's blood glucose reading at the time of the call was 143 mg/dl. No further information reported.